Manufacturer narrative:
(B)(4). The product associated with this report has not been returned. Based upon the serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis. Visual analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Pt had reported initially an alleged leak with the lap-band device and that the surgeon told pt that "this was a port issue." The device remained implanted at that time. There was no complaint against the device until "a month ago," after a "small adjustment was made." Afterward, the pt experienced "no restriction" and "hunger." The pt reported no problems were noted with the device prior to this appointment. During later adjustments, the surgeon was unable to pull any liquid out of the band, indicating a possible leakage from the device. F/u findings: health professional confirmed the reported event and will call allergan when the explant surgery is being scheduled.